Event description:
It was reported by the (B)(6) implant retrieval centre that patient underwent primary hip procedure on (B)(6) 2006. Revision was performed on (B)(6) 2012 due to unknown reasons.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product has been returned. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported.

Manufacturer narrative:
Additional information was received on july 15, 2014 indicating the revision procedure was due to wear.

Event description:
It was reported by the (B)(6) that patient underwent primary hip procedure on (B)(6) 2006. Revision was performed on (B)(6) 2012 due to unknown reasons. Additional information received from (B)(4) indicated the revision surgery was due to wear.